Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed a fluctuating impedance trend since (B)(6) 2015 and now alerted for high pacing impedance. The transmission also showed the right ventricular (rv) lead with high capture threshold. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.